Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Ingesting 3 bristles [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received gsk toothbrush (sensodyne sensitivity and gum soft toothbrush) toothbrush (batch number m42763900, expiry date unknown) for sensitivity of teeth. This case was associated with a product complaint. On an unknown date, the patient started sensodyne sensitivity and gum soft toothbrush. On an unknown date, an unknown time after starting sensodyne sensitivity and gum soft toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with sensodyne sensitivity and gum soft toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne sensitivity and gum soft toothbrush. Additional details, this case was associated with a product complaint reference ID (B)(4) for batch number m42763900. Consumer had not kept her toothbrush packaging, she only had one left, kept by dissatisfaction. The same 3, sensodyne sensitivity and gum soft toothbrush. M42763900 lot number. She guessed it was the number written on the back of the package date 24 jan 2020, bought the toothbrushes and used them in the days following the purchase. After swallowing 3 bristtles, she went straight to the next brush, kept the 3 brushes and sending you the pictures, the bristtles ready to detach her coordinates: having sensitive teeth, for a long time date she turned with satisfaction to the sensodyne toothbrushes adapted to my problem. When released new product sensodyne sensitivity and gum soft toothbrush she tried. Lifespan of the first brush was 1 week before all hairs sag. Loyal customer, she thought of a one-time defect and bought 2 other brushes to teeth of the same range. Duration 1 brushing the pink bristtles, as well as the blue come off. The supermarket where she bought products, does not support this type of defect. Follow up information was received on 26 jun 2020.

Event description:
This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a 66-year-old female patient who received gsk toothbrush (sensodyne sensitivity and gum soft toothbrush) toothbrush (batch number m42763900, expiry date unknown) for sensitivity of teeth. This case was associated with a product complaint. On an unknown date, the patient started sensodyne sensitivity and gum soft toothbrush. On an unknown date, an unknown time after starting sensodyne sensitivity and gum soft toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with sensodyne sensitivity and gum soft toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne sensitivity and gum soft toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, this case was associated with a product complaint reference ID (B)(4) for batch number m42763900. Consumer had not kept her toothbrush packaging, she only had one left, kept by dissatisfaction. The same 3, sensodyne sensitivity and gum soft toothbrush. M42763900 lot number. She guessed it was the number written on the back of the package date 24 jan 2020, bought the toothbrushes and used them in the days following the purchase. After swallowing 3 bristtles, she went straight to the next brush, kept the 3 brushes and sending you the pictures, the bristtles ready to detach her coordinates: having sensitive teeth, for a long time date she turned with satisfaction to the sensodyne toothbrushes adapted to my problem. When released new product sensodyne sensitivity and gum soft toothbrush she tried. Lifespan of the first brush was 1 week before all hairs sag. Loyal customer, she thought of a one-time defect and bought 2 other brushes to teeth of the same range. Duration 1 brushing the pink bristtles, as well as the blue come off. The supermarket where she bought products, does not support this type of defect. Follow up information was received on 26 jun 2020. Follow up information was received on 28 jul 2020: sensodyne sensitivity and gum soft toothbrush was discontinued (dechallenge was unknown). The patient reported that there were defects in the manufacture of the products but she had no health harms and had definitely abandoned all the products.

Manufacturer narrative:
Argus case: (B)(4).